Event description:
The customer's mother stated, that the customer was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 639 mg/dl. The mother stated, she was not comfortable with her daughter using her current insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow, once the analysis has been completed. No conclusion can be drawn at this time.